Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was returned. It was revealed that the guidewire was kinked/bent first and then fractured, the ptfe (polytetrafluoroethylene) coating was scraped/peeled near fracture site. Functional analysis could not be performed due to the anomalies found on the product. Based on the information available and analysis of the device, it appears that the anomalies occurred because of handling during unpacking of the device.

Event description:
It was reported that the guidewire (subject device) proximal part was found broken during unpacking. There were no reported clinical consequences to the patient due to this event.

Event description:
It was reported that the guidewire (subject device)proximal part was found broken during unpacking. There were no reported clinical consequences to the patient due to this event.